Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed blisters from the ucor hfams patch. Patient described the area as sharp pain and blisters around most of the patch area. There was no alleged device malfunction contributing to the blisters. The patient's physician recommended temporary removal of the patch due to the blisters. Outcome of the blisters are unknown.